Event description:
It was initially reported that the patient was experiencing constant pain at the generator site. The patient had requested to have the vns removed. The physician did not feel explant was appropriated but the surgeon said he would re-position the generator if she wanted. It is unclear if any surgery will occur.

Event description:
It was reported that the patient would be having a prophylactic generator replacement.. No surgical intervention has occurred to date. No additional information has been received to date.

Event description:
It was reported that the patient's generator was replaced. The facility that explanted the generator is a non-return site. No additional information has been received to date.